Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump had incorrect volume delivered in continuous mode requires calibration. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
While performing a review of the file it was determined that a system issue required a new complaint record be created. The incorrect serial number was entered in the initial complaint record was updated in the new complaint record to the correct serial number. Please disregard any reports associated with file mrn 3012307300-2025-07362. Please reference file mrn 3012307300-2025-07443 for all details pertinent to this event.